Event description:
It was reported to philips that the ac led light for the unit was not powering on and the installed battery was not charging due to a faulty ac module. There was no patient involvement.